Manufacturer narrative:
Therapy date (B)(6) 2010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: unknown femoral component, cat#: unknown lot#: unknown, unknown tibial tray, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04950, 0001822565-2017-04951, 0001822565-2017-04950. Product location unknown

Event description:
It was reported that the patient had a revision surgery to address an infection and constant pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: nexgen femoral component size f right, catalog # 00576401652, lot # 61042562. Nexgen nonaugmentable stemmed tibial component size 3, catalog # 00598603701, lot # 61119331. Nexgen all poly standard patella size 32mm, catalog # 00597206532, lot # 61131794 palacos r 1x40 single, catalog # 00111214001, lot # 66834193. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00547, 0002648920-2017-00548.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.